Manufacturer narrative:
Investigation summary: bd had not received any samples for investigation. A total of 10 retained samples were used for functional tests, and no leakage occurred. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: sleeve leakage. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using one (1) bd vacutainer® ultratouch¿ push button blood collection set, there was a poor rebound of the rubber sleeve at the end of the blood collection causing blood leakage around the collection environment after the tubes were removed. No patient or impact reported beside the leakage causing blood spill.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using one (1) bd vacutainer® ultratouch¿ push button blood collection set, there was a poor rebound of the rubber sleeve at the end of the blood collection causing blood leakage around the collection environment after the tubes were removed. No patient or impact reported beside the leakage causing blood spill.